Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to device performance issues. Upon removal, a broken tubing was identified. All components were removed and replaced.